Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was reproduced and the cause isolated to a cable failure. Additional evaluation findings are as follows: 1.) Video connector appearance defect noted; 2.) Corrosion noted on the head part scope mount; 3.) Head main body crack noted; 4.) Head main body flooded. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no image was present. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a poor communication occurred due to a poor communication caused by the cable, resulting in no image visible. The cause of the faulty cable could not be identified. The contents of the instruction manual were checked, and the cable breakage was described as follows. This may prevent the pointing phenomenon. "- when extending the camera cable straight, part of the camera cable may be looped below about 10cm. When a loop of about 10cm or less occurs, do not pull the camera cable forcibly, release the loop while rotating the camera head, and gradually stretch it straight. Forcibly pulling the loop may apply strong force to the camera cable, resulting in disconnection of the camera cable. - do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Otherwise, the camera cable may be broken. - do not use a strong force to stretch the camera cable when you wipe the outer surface of the camera cable. Otherwise, the camera cable may be broken. - avoid operating the camera head or endoscope with only the camera cable held during use. Otherwise, the camera cable may be broken. - do not secure the camera cable with amps, etc. Otherwise, the camera cable may be broken." Olympus will continue to monitor field performance for this device.